Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to roll and load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The device will not be returned as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).